Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 694775, implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was observed with high impedance, high and unstable thresholds, and oversensing or noise. A lead fracture or connection issue was suspected. The pacing portion of the lead was capped and replaced, but the superior vena cava (svc) portion remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) was explanted and was replaced due to the suspected connection issue. No further patient complications have been reported as a result of this event.